Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient experienced an unrelated cardiac arrest and required four external defibrillations. Later, electrogram review noted noise on the patient's implantable cardiac monitor. It was suspected that the unrelated defibrillations caused damage to the device. No intervention was reported. No patient issues were noted regarding our product.